Event description:
The customer reported to olympus, there was no image from the evis exera iii video system center. It was unknown if the event occurred before, during, or after a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the no image was due to faulty circuit board. Corroded top cover and bottom chassis, moisture invasion. Front panel had faded text. Worn out video connector latch causing poor connection with pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty circuit board/patient board set could not be identified. Olympus will continue to monitor field performance for this device.